Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged one day post implant. All electrical measurements were stable; chest x-ray confirmed dislodgement. The lead was repositioned. On (B)(6) 2015, during system check it was noted that the lead had dislodged again; the lead was explanted and the atrial port was plugged. The patient was in stable condition post procedure.